Event description:
Boston scientific received information that this right atrial lead was starting to fall apart. This lead was explanted and replaced with no issue. Additional information was received indicating that the lead was fractured and will be returned for analysis. This ra lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured what was mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.